Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: medtronic flexcath 12fr sheath, baylis medical transseptal needle, st. Jude medical swartz guiding introducer. (B)(4).

Event description:
It was reported that a male patient, approximately (B)(6), underwent a cryoballoon ablation procedure for atrial fibrillation with a lasso nav variable eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. Cryoballoon ablation was performed. During mapping, while attempting to cannulate the right inferior pulmonary vein in order to assess voltage using the lasso catheter in a medtronic flexcath sheath, the patient became hypotensive. Pericardial effusion was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded approximately 600 ml of blood and fluid. Patient fully recovered after pericardiocentesis. Heparin was reversed per protocol. Patient was reported to be in stable condition. Patient required one additional day of hospitalization for monitoring. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure. It was noted that the physician does not believe that a bwi product was responsible for the injury. Transseptal puncture was performed with a baylis medical transseptal needle and a st. Jude medical swartz guiding introducer. Medtronic flexcath sheath was used for mapping. There is no information regarding generator parameters, generator settings, or power titration, as no radiofrequency ablation was performed. It was noted that cryoablation on average is performed for 180 seconds per pulmonary vein. Last cryoablation cycle time would have typically been 180 seconds. There is no information regarding irrigated catheter flow setting, as no irrigated catheter was used. Patient received anticoagulant (heparin) during the procedure with an activated clotting time of 352 seconds.

Manufacturer narrative:
On 10/4/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a male patient, approximately (B)(6) years of age, underwent a cryoballoon ablation procedure for atrial fibrillation with a lasso nav variable eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in normal condition. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Deflection and contraction tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).